Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported complaint and is outlined in the instruction for use such as: when not using instruments, place them in a clean, dry, highly visible area not in contact with the patient, do not place instruments near or in contact with flammable materials (such as gauze or surgical drapes), instruments that are activated or hot from use may cause a fire, do not use flammable anesthetics or oxidizing gases (such as nitrous oxide (n2o) and oxygen) or in close proximity to volatile solvents (such as methanol or alcohol), as fire may result and observe fire precautions at all times as sparking and heating associated with electrosurgery may be an ignition source. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported device heated up, started sparking and caught fire. No injuries were reported, procedure delay time was less than 30 min. A backup device was available to complete the procedure.